Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - femoral component precoat size e minus(e-) left catalog # 00575001505 lot #: 64765201, articular surfaceuse with plate 3,4 size yellow/c-h 10 mm height catalog #: 00595203010 lot #: 64458813. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827 - 2021 - 00199, 0001822565 - 2021 - 02677.

Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons approximately 5 months later. Attempts have been made and no further information has been provided.